Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, the right ventricular lead exhibited oversensing due to noise. The patient was brought to the clinic for further evaluation. Noise could not be reproduced with isometrics; all other electrical measurements were within normal limits. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.